Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: patient identifier: multiple = sid (B)(6); sid (B)(6); sid (B)(6); sid (B)(6); sid (B)(6); sid (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported multiple false positive bhcg results, when processing on the architect i2000sr. The first sample (sid (B)(6)) had an initial result of 417.13 miu/ml and retest was <1.20 miu/m. Results from another sample (sid (B)(6)) yielded an initial result of 27 miu/m and retest of <1.20 miu/ml. The following data was provided for 4 additional samples: sid (B)(6): 9.31miu/m (initial), and .51miu/ml (retest), sid (B)(6): 8.84miu/ml (initial), and 4.22miu/ml (retest), sid (B)(6): 8.44miu/ml (initial), and <1.20miu/ml (retest), sid (B)(6): 9.62miu/ml (initial), and <1.20miu/ml (retest). No impact to patient management was reported.

Manufacturer narrative:
The field service engineer (fse) suspected carryover contamination to be the cause of the false positive total b-hcg results. Upon inspection of the r1 probe wash station, the fse found a dirty wash station, reagent, bypassed gutter (pn 7-78133-04). The wash station, reagent, bypassed gutter was cleaned. The wash station, reagent, bypassed gutter (pn 7-78133-04) was considered the likely cause for the discrepant results. Additionally, a review of service history identified no contributing factors to the current complaint and there have been no further occurrences of discrepant results since the wash station, reagent, bypassed gutter (pn 7-78133-04) was cleaned. Tracking and trending data did not reveal any adverse trends or systemic issues. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.